Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient was treated with rocephin 2 grams, intraperitoneal (ip) three times per week for duration of four weeks. The cause of the peritonitis was unknown. At the time of the report the patient was recovering from the peritonitis event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers gd895417 and gd895433 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Per the additional information received, it was determined that the peritonitis resulted from a breach in aseptic technique. Therefore, the minicap is no longer a suspect product. As a result, it was determined that this report is a duplicate of report 1416980-2013-35194. All investigation activities will be captured under report 1416980-2013-35194.